Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause could not be identified. Based on the results of the investigation, a deviation from instructions for use (IFU) was confirmed therefore, reprocessing may have been conducted insufficiently. The legal manufacture reviewed the customer provided the cleaning disinfection and sterilization (cds) processes where the following deviations from the IFU was confirmed: brushing was not performed for the air and water nozzle at manual cleaning. The event is detectable and preventable by handling the device in accordance with the following IFU. The IFU states the detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. The IFU states the preventative measures in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited nozzle with foreign objects. There was no patient involvement.